Manufacturer narrative:
Follow-up #1 date of submission 07/03/2012-device evaluation: the pump has been returned and evaluated by product analysis on 06/05/2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the up arrow and down arrow keypad buttons are intermittently responsive. There was evidence of keypad contamination found under all key contacts.

Event description:
On (B)(6) 2012, the reporter called animas alleging that the down arrow and ok keypad buttons are intermittently unresponsive requiring multiple presses to evoke a response. The reporter stated that any commands that involve the down arrow and the ok buttons are hindered. The patient is reported to keep the pump in a protective case in a pocket and does not clean the pump. There is reportedly no rips or tears in the keypad rubber. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.